Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, however subsequent testing could not verify the complaint of the unit not lighting up. Per the itemized repair statement, the sieve beds were defective. However, there was no indication that there was a failure of the lights to illuminate. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Unit is not lighting up.